Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the nurse was poked with the metal threads of the cup. The metal thread went through both of her gloves.